Event description:
During the endoscopic cholangiopancreatography procedure in the bile duct, the device would not carry a current to the cutting wire. The procedure was completed with second device. The patient was "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. The suspect device has been disposed. A device evaluation will not be performed, therefore, the cause of the reported event is undetermined.